Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (implantable neurostimulator) experienced difficulty charging the communicator and difficulty charging the handset, with the handset display not working and the communicator showing an orange flashing light. The patient stated the communicator and handset were plugged into the same adapter, and the communicator was placed on the back without resolving the issue. The patient was advised to unplug the handset cord from the adapter, then plugged the handset into another adapter, but the communicator continued to show an orange light; the patient was also asked to try another outlet but reported not having the strength to plug the adapter in behind the bed. It was also reported that stimulation decreased or turned off at night since the implant, and that when stimulation went down or turned off the patient experienced pain shooting down the legs; the patient stated this stimulation issue occurred when lying down. The patient reported bad arthritis, inability to walk, use of a walker in the house, need for a wheelchair outside the house, and inability to walk without help. The patient reported receiving back injections and having an upcoming appointment for additional injections. The patient was redirected to a healthcare provider to further address the stimulation issue.